Event description:
(B)(4) clinical study. It was reported that following a percutaneous coronary intervention, non-stemi acute coronary syndrome and stent damage occurred. The 2.5x11mm, 95% stenosed target lesion was located in the proximal left circumflex (lcx) artery. The lesion was pre-dilated and the 2.5x12mm omega stent was deployed resulting in 0% residual stenosis. Patient was discharged on clopidogrel and aspirin. In (B)(6) 2012, 58 days post index procedure the patient was hospitalized due to non_stemi acute coronary syndrome. Angiography revealed a patent stent; however a "small indentation" was noted in the previously implanted omega stent. Patient was treated with medication without additional intervention. No additional patient complications were reported. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).